Event description:
It was reported that during "a case the cleading on the tip of the device was deformed and loose." It was further reported that a replacement device was available and the case was completed without delay.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.